Event description:
It was reported that a patient experience and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient (pt) made mistake / touch contamination further described as disconnect contamination when the transfer set disconnected from the titanium adapter and the caregiver reconnected the transfer set. One week later the pt came in to the unit for transfer set change. Two weeks following this event the pt was diagnosed with peritonitis and was hospitalized on the same day; the pt had been experiencing symptoms (not specified) for over a week. The hp was treated with cefazolin and ceftazidime ip (doses and frequencies not provided). The hp also had their catheter removed and is currently on back up hemodialysis. The pt was discharged from hospital after five days and is recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error/breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.